Event description:
It was reported that the patient with this previously capped right atrial (ra) lead experienced an infection. A revision was performed and the pacemaker along with the right ventricular (rv) lead, right atrial (ra) lead and this previously capped ra lead were explanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Medwatch report # mw5151398.

Manufacturer narrative:
Our investigation is still in progress ,follow up report will be submitted if we find any further additional information. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
No product was provided for analysis. The lead was explanted due to infection. There was no other adverse event with the patient reported. The lot number was not provided; therefore, the device history record could not be reviewed, however, inspection procedures require any oscor product to pass all in-process and qa final inspection before shipping to the customer. The event mw5151398 was reported through FDA's medwatch program and implant date, explant date or customer details were not provided, therefore additional information related to this event could not be requested. The device was not returned for evaluation; there was no device performance issue reported, so no further investigation is required. The complaint is non-verifiable as the product was not returned for evaluation. No corrections will be taken at this time as no allegation was made against the device. The device is no longer manufactured by oscor. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.